Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 82-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During implantation, the impella cp became displaced and was unable to advance. The impella was removed. The patient is stable.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause was determined to be use related as impella became displaced due to CPR. There was no product returned and no clinical information supporting patient anatomy complications.